Event description:
It was reported that the biomedical engineer was doing a functional output check on the external pulse generator (epg), when "some of the outputs" were found to be slightly out of specification. The epg was returned for check and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm that any of the outputs were out of specification. Analysis did find that the interconnect flex was out of specification. The unit was recalibrated and functionally tested and it passed all final quality assurance (qa) tests. Further analysis was performed on the interconnect flex due to sensitivity failures found during repair of the device. This analysis could not confirm the failures found during repair of the device, no defect found.